Event description:
It was reported that during the vns generator replacement surgery, low impedance was observed on the patient's vns. Lead pin insertion troubleshooting was performed and the impedance issue did not resolve. The patient underwent a full vns replacement surgery. During attempts at product return, it was revealed that the explanted products were discarded. No additional relevant information has been received to date.